Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in an infection occurring at the infusion site; a root cause for the reported event could not be determined. The exposed portion of the soft cannula was found stretched/damaged, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported upon deactivation there was an infection at the pod site. The patient¿s blood glucose reached 17 mmol/l (306 mg/dl). There were no further information to the treatment of the reported site infection. The pod was worn between 24 and 36 hours on the abdomen.